Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that a patient experienced a cardiac perforation. During an ablation procedure with an unknown boston scientific electrophysiology catheter, the physician thought that "there may have been a perf to the patient." The physician stated the patient was fine. The procedure was completed with the device. No further information was reported.